Event description:
During procedure the clip applier misfired twice, clipped twice, then misfired again. A new applier was obtained and the case completed without further incident. No harm to patient.